Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.